Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable inr results for 1 patient with coaguchek xs pro, meter serial number (B)(4), compared to laboratory results using a sta compact max3 - stago instrument with an unknown stago reagent. The meter result was 6.5 inr at 08:25. The laboratory results were 3.35 inr and 3.52 inr. The time between the meter and laboratory results was approximately 1 hour. The patient¿s therapeutic range was requested, but not provided.

Manufacturer narrative:
The test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.0 inr): qc 1: 2.8 inr; qc 2: 2.7 inr; qc 3: 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.